Event description:
Information received from the field notes that while the patient was in the recovery room, atrial lead impedance was >2500 ohms. The patient was not in heart block. When the device was programmed to aai at 90 ppm, spikes were seen on the telemetry screen, but there was no evidence of atrial capture or an intrinsic r-wave at 90 ppm. The pocket was subsequently opened and the lead was tightened down in the connector resulting in normal function.